Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on partial explants on (B)(4) 2009. It was reported that the patient experienced pain, erosion, and dyspareunia. It was reported that patient underwent a partial explants on (B)(6) 2007.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted, and again on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.